Event description:
It was reported that the nurse opened the implant and noticed the sterile plastic package was not sealed in a couple of places. It was reported that the inner and outer packaging seal was broken. It was reported that two packages were found with the seal broken in inner and outer packaging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.